Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. It was observed that the device's buttons were also not working. The device will be sent into the repair depot for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device could not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device and confirmed the reported issue. The root cause was determined to be the system pcba. The device was determined to be unrepairable. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device could not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.